Event description:
It was reported that the bd autoshield¿ duo pen needle was difficult to work causing a needle stick. The following information was provided by the initial reporter: when writer (nurse) went to look at needle noted that the needle did not retract and poked writer, upon closer look at the needle, noted that the needle was bent. Impact of incident: due to not knowing if a small amount of insulin was still administered, patient was now at risk for hyperglycemia. At lunch patient blood sugar was increased higher then the am therefore the needle malfunctioned.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. D4: device expiration date: unknown. H4: device manufacture date: unknown.